Event description:
A non-healthcare professional via study reported that after an glaucoma filtration device implantation procedure, intraocular pressure was deemed to be above the target and surgeon thought there might be bleb fibrosis. Bleb revision in the operating room was performed, with antihistamines and antineoplastic antibiotics. As per investigator the issue was reported to be related to device and not related to the test procedure.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4) h.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Manufacturer narrative:
Corrected information was provided in b.5. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
Additional information received and stated that, the investigator assessed bleb revision (surgical reintervention) as non serious with moderate severity.